Manufacturer narrative:
The valve was rec'd partially obstructed. Valve's module was removed from its original silicone boot. Noted white residue (matter looks like crystal salts) in the valve's core. Flush with warm water allowed to dissolve this residue. On the second observation, we noted other residues (which looked like proteinaceous matter) around the pin of the valve. The returned unit was out of specifications, since it was rec'd partially blocked by white residue (crystal salts) and yellowish residue (proteinaceous matter). This residue was impairing the valve's functioning. Crystal salts are probably related to the fluid used by the doctor to flush the valve after its removal, and are not related to the reported problem. Valve obstruction by proteinaceous matters is a known, pt-related complication of valve therapy, as stated in the product instructions for use. Pressure/flow characteristics were tested within specification at time of manufacture as shown on the device history records.

Event description:
The first ventricular peritoneal shunt was inserted in 1989 (pudenz). This shunt was converted to an orbis sigma in 1997. A few distal revisions were done over the years. Over the past few months, the pt was complaining of progressively worsening headaches. The distal catheter was inspected on two occasions. On both occassions, the physician thought that the system was still functioning quite well. The pt's headaches became more distressful and it was decided to revise the whole system in 2004. The old ventricular catheter was left in place and disconnected from the old orbis sigma valve and peritoneal catheter. There was an immediate rush of csf, from the ventricular catheter and even after "disconnecting" it to the new orbis sigma system, csf continued to drain even with the distal end 10 cm higher than the head (while under general anesthetic). It is thus postulated, that it was a progressively worsening obstruction of the system. The pt is recovering very well.